Manufacturer narrative:
Updated sections b1, b7, d1, and h6. The device was not returned for evaluation as it remains implanted. Imagery was provided by the site and the following was observed: presence of calcification in the native annulus. Presence of calcification in the native annulus around the valve frame. Deployed valve was sealed with vascular plug. The complaints for paravalvular leak and increased gradients were confirmed based on the medical record. A review of device history records (DHR), lot history and complaint history review did not provide any indication that a manufacturing non-conformance contributed to the events. A review of instructions for use/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. As reported in the description of the event, per medical opinion, the root cause of the pvl was the calcium in annulus. In this case, calcification may prevent the valve from fully expanding and can create a gap between the valve and the annulus, which may lead to the reported paravalvular leak. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. As reported in the description of the event, "in the 30-day echo it was shown mean gradient as 22mmhg, and in the echo done post plug, the gradients were 31 mmhg. No actions have been taken so far". In this case, the reported paravalvular leak may lead to an increase in the pressure to eject the blood out, resulting in the corresponding increased gradients. As such, available information suggests that patient factors (calcification) may have contributed to the paravalvular leak. Which in turn, may have contributed to the increased gradient. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of these adverse events is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported, before the implant procedure, it was discussed that there might be pvl (area 476mm s3u deployed -2mls protruding calcium noted in the lcc). The valve was deployed but mild pvl was noted (caused by calcium) at the end of the procedure and a post-dilation by adding +1ml was performed. 30 day echo commented that the pvl was graded as trivial, patient was asymptomatic and had no heart failure. The blood work showed hemolysis of the red blood cells so a toe was performed which showed a posterior jet of pvl graded as mild-moderate. The patient returned to the cath lab in september 2023 for bav/vascular plug. A non edwards balloon was used to performed bav with little to no improvement to the pvl on toe. A vascular plug 12mm x 9mm was implanted with a good result on toe. The patient was extubated and returned to the ward for recovery. In the 30-day echo mean gradient was 22mmhg, and in the echo done post plug, the gradients were 31 mmhg.

Manufacturer narrative:
Investigation is onoing. Device not returned.